Event description:
Physician indicated that the autopsy could not determine the cause of death and that sudden unexplained death syndrome in epilepsy is the likely cause of death. Product analysis summary: the pulse generator met electrical test specifications. External visual inspection revealed no signs of decomposition, wear, uneven edges, corrosion or any other condition that would have an adverse effect on device performance. The pulse generator was found to be operating within limits. The concomitant device (bipolar lead) was also returned and analyzed. The lead assembly was returned in pieces. The condition of the lead is consistent with conditions that exist after the explant procedure. No anomalies were identified that could have contributed to the reported event.

Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt was seen by physician for their regular examination six days prior to death and that nothing out of the ordinary was noted at that time. Five days later, the pt was taken to the hospital emergency room for treatment of serious seizure. Attending physician was able to bring the seizure under control and the pt was discharged to home. The following day, the pt's family member discovered pt's body. It was reported that an autopsy revealed no remarkable cause of death. The pt's heart was slighty enlarged, but not to the point of fatal consequences. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The pt experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time if death. There is no evidence at this time that the ncp system caused or contributed to the reported event.